Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 97 mg/dl. The customer was disconnected during the manual prime process. There were no significant events prior to the alarm. The customer was advised to return the insulin pump for analysis. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot, cracked case on reservoir tube window corner and cracked battery tube threads.